Manufacturer narrative:
Complaint no: cmplnt- (B)(4). The device was not returned, therefore, a device evaluation could not be completed. The lot number is unknown, therefore, a batch review was not performed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. It was not reported whether the patient was hospitalized prior to death. It was not reported whether pd therapy was ongoing until the time of death or if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). At the end of (B)(6) 2014, the patient died. The patient experienced sepsis and was hospitalized due to the event. On an unknown date, the patient was discharged from the hospital. The patient was re-hospitalized due to the sepsis event, and subsequently passed away due to sepsis. An autopsy was not performed. Peritoneal dialysis (pd) therapy was never suspended prior to the fatal outcome. This report involves a patient who experienced sepsis in the context of peritoneal dialysis. Should additional relevant information become available, a supplemental report will be submitted.